Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. As the part provided is an old part #, the possible lot #¿s and correlating manufacturing dates are as follows: lot :269120: manufacturing date: 10/2013, lot: 645020: manufacturing date: 12/2013, lot: 832050: manufacturing date: 08/2015.

Event description:
It was reported that the tip/hex of the driver was broken while tightening down the cross connector. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the product has fractured at one end and not all the pieces were returned. Dimensional analysis of the product determined that the product hardness was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.